Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of eight manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2022-10227, 2015691-2022-10229, 2015691-2022-10230, 2015691-2022-10231, 2015691-2022-10253, 2015691-2022-10275, 2015691-2022-10284. The investigation is still ongoing.

Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. The investigation is ongoing. Reference for journal article: jin r, cox ej, reynolds br, curtis bd, hodson rw, reed mc, gafoor sa, grunkemeier gl, forrester md, ring me. (2022). Comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus. J invasive cardiol. 2022;34(6):e433-e441. Epub 2022 may 19.

Event description:
As reported by a journal article "comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus", a retrospective review was performed with 929 patients who underwent a transcatheter aortic valve replacement (tavr) with a 23mm edwards sapien 3 valve. The study period was from july 2015 to december 2018. This complaint is for the four (4) patients that were observed with moderate to severe aortic valve regurgitation post-procedure prior to being discharged, eleven (11) patients that were observed with moderate to severe aortic valve regurgitation at a 1 month follow up, and eighteen (18) patient that were observed with moderate to severe aortic valve regurgitation at a 1 year follow up. The journal article does not provide details of the treatment of the moderate to severe aortic regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Additional information was requested, but not forthcoming. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, paravalvular or transvalvular leak and valve regurgitation are listed as potential risks associated with the use of the transcatheter heart valve (thv), delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for regurgitation was unable to be confirmed due to unavailability of imagery. Since the lot or serial numbers were not available, a DHR review was unable to be performed to determine presence of manufacturing non-conformances that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation at the time of thv deployment (or soon afterwards) may be caused by a combination of patient and procedural factors, including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post-dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. Central regurgitation which develops progressively over time can be due to several issues involving patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment and may be caused by several procedural and anatomical factors, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, a definitive root cause was unable be determined, however, patient factors and/or procedural factors not provided may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.